Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The sample was not returned for evaluation. The investigation is inconclusive for the reported device markings issue as the device was not returned. Per the provided sales review, the reporting facility purchased both (B)(4) within the same time frame. The device history records were reviewed with special attention to the manufacturing and packaging of this product and reported lot number and the product was found to have met all specifications prior to shipment. Therefore, it is unknown how or when the mix-up occurred. Based upon the information available, a definitive root cause could not be determined. The current instructions for use (IFU) states: the encor breast biopsy probe is indicated for use in acquiring tissue for diagnosing breast abnormalities. Complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. The encor probe is provided sterile and is intended for single use only. Inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. (B)(4).

Event description:
It was reported that during preparation for a breast biopsy, a probe labeled 12g was allegedly found in a box labeled 10g. It was further reported that another device was used to perform the procedure. There was no reported patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device was not returned. The investigation is currently under way.

Event description:
It was reported that during preparation for a breast biopsy, a probe labeled 12g was allegedly found in a box labeled 10g. It was further reported that another device was used to perform the procedure. There was no reported patient contact.